Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performed specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(4) 2013, a patient of unknown age and gender presented for an endovenous laser procedure. While prepping for the procedure, when opening the sterile packaging, it was noted the disposable fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. It was reported the disposable device has been returned to the MFR for evaluation.